Event description:
Additional information received on 11/12/2023, provides information regarding patient symptoms as follows: nausea and vomiting.

Event description:
Additional information received on (B)(6) 2023 indicates the following: the patient subsequently suffered complications associated with the mesh including inter alia, vaginitis, severe pelvic pain, infections, urinary urgency problems, dyspareunia, urinary incontinence, fistula, nerve pain, incomplete bladder emptying, foreign body reaction, cystocele, rectocele, scarring, inflammation, and difficulty with daily activities and underwent removal surgeries.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced abdominal tenderness, abdominal pain, discomfort, night sweats, generally not feeling well, vaginal spotting, vaginal bleeding after bowel movement, loss of sexual activity for four years due to chronic abnormal vaginal bleeding, recurrent granulation tissue, recurrent rectocele, 5 mm diameter beefy red area of granulation tissue in upper vaginal area right of midline, vaginal bleeding that worsens with increased physical activity or lifting, blood with wiping, difficulty passing stool that requires splinting, increased vaginal pressure with tissue bulging outside vagina and persistent granulation tissue at the right vaginal cuff. Patient had robotic assisted explantation of exposed vaginal device and sutures, vaginal granulation tissue with defect closure, extensive lysis of adhesions, application and barrier placement, drain placement, cystoscopy, dual layer cystotomy repair, and catheter placement.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.